Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. The ceramic tip (insulation beak) came off during the device inspection. Based on the results of the investigation, the reportable issue is caused by a component failure of the ceramic tip (insulation beak). The insulation beak failure is mechanical component problem, but the root cause of the insulation beak failure could not be determined. The most likely cause is that excessive force was applied. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ceramic tip of the inner sheath was loose. The issue occurred during maintenance. There were no reports of patient harm.